Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -10.0d implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a longer length lens and problem was resolved. Cause of event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).